Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had experienced blood glucose levels above 240 mg/dl. The customer was unable to provide an exact value. The suspected cause was unknown. The customer delivered a correction via the pump. Subsequently, a malfunction alarm occurred. Reportedly, the customer has manual injections available as alternate insulin therapy.